Event description:
On (B)(6) 2023 dr. (B)(6) and dr. (B)(6) explanted the remede ipg (B)(6) and both stimulation (remede system 4065-00220) and the sensing lead (abbott 1258t-75). The pocket was cleaned using a wound vac and then closed.

Manufacturer narrative:
This 3500a form, report number is an identical copy of failed 3500a form submission, report number 3009144-2023-00002 originally submitted on 08/25/2023. The original 3500a form failed at ack3 due to the following error: manufacturing number not valid. This error has been corrected. A CAPA was opened to prevent reoccurrence of the failed submission.